Manufacturer narrative:
Device history record could not be performed on model 10010454 because the lot # for the suspect set was not provided.

Event description:
It was reported that tubing leaked at the filter. The pharmacist stated that there was an occurrence of leaking at the 0.2 micron in-line filter site toward end of 24 hour chemo infusion with etoposide+doxorubicin+vincristine. There may be crystallization occurring at filter site, especially when bag is refrigerated for a certain time frame. Although it was noted that there was a minor delay in treatment, it was further confirmed during follow up, however; that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing leaked at the filter. The pharmacist stated that there was an occurrence of leaking at the 0.2 micron in-line filter site toward end of 24 hour chemo infusion with etoposide+doxorubicin+vincristine. There may be crystallization occurring at filter site, especially when bag is refrigerated for a certain time frame. There was no patient harm.

Event description:
It was reported that tubing leaked at the filter. The pharmacist stated that there was an occurrence of leaking at the 0.2 micron in-line filter site toward end of 24 hour chemo infusion with etoposide+doxorubicin+vincristine. There may be crystallization occurring at filter site, especially when bag is refrigerated for a certain time frame. Although it was noted that there was a minor delay in treatment, it was further confirmed during follow up, however; that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The customer¿s report that the set was leaking at the 0.2 micron in-line filter site was confirmed. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Visual inspection of the set noted light yellow liquid within the micron adult filter and throughout the set. Sticky residue was noted on the surface of the set¿s filter. No anomalies or evidence of damage were observed on the filters. Functional testing confirmed small droplets leaking from the micron filter¿s top and bottom air vent (termed ¿weeping out¿). The root cause of the leak was not identified.